Manufacturer narrative:
Product analysis: the device was returned with the handle opened and the pullwire broken. Based on the condition of the returned device, the complaint of deployment issues can be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex entrust self-expanding stent along with a 6fr x 55 sheath during procedure to treat a severely calcified plaque lesion in the right proximal superficial femoral artery (sfa). There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issue identified. It was reported that deployment issue occurred with partial deployment reported. There was no damage to the deployment mechanism or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed prior to deployment. The lesion was pre dilated with a 5x250 pre dilatation device. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Mid way through deployed stent wheel got tough to turn, and used additional force, it sounded like the wheel snapped. The string detached inside handle, not allowing stent to deploy and wheel moved freely. Physician cracked opens the thumb wheel and deployed stent rest of the way with gold layer of sheath. Patient experienced claudication complication associated with the event. The stent was deployed in the target lesion. It is unknown if vessel damage occurred. It is unknown if medication was given. No further injury reported.